Manufacturer narrative:
Date sent to the FDA: 02/21/2020. Additional h-3 summary: a picture was provided for analysis. Upon visual inspection of the picture, two foils of product were noted; the suture could not be observed on the picture. No conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a septoplasty procedure on (B)(6) 2019 and the suture was used. It was reported that during first stitch, the suture/thread broke. The procedure was completed successfully. There were no patient consequences reported.